Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical issue. A revision surgery to address the experienced has been scheduled. No patient complications were reported. No additional information was provided.